Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was incorrectly enrolled into the remote monitoring network with an alternative device serial number. The patient was discontinued in the network and a ticket opened to accelerate to delete. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.